Manufacturer narrative:
This report is submitted on august 24, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022, and underwent a skin revision surgery in order to remove excess skin and replace the abutment. It was also reported that the patient experienced an infection and was treated with oral and topical antibiotics (specific date and duration not reported).